Manufacturer narrative:
Due to character limitations in e1, full event site name: medipolitan health and education services inc. Due to character limitations in e1, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance process of cs300 intra-aortic balloon pump (iabp) , the device did not pass tests on the service page and discovered a repaired safety disk. The technician noted the device's condition during their first visit after the maintenance agreement was established and created a failure record to document the issue. There was no patient involved and no harm or injury was reported.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. 5000h maintenance kit was applied based on the previous service visit of the device. The safety disk of the device was replaced with a new one. The device was tested. It was observed that the tests passed without any problems after the part replacement procedures. While the maintenance kit was applied to the device, it was determined that there was no glass tubing part on the device. Glass tubing should be installed on the device for patient safety. The power part of the device was installed on the device with serial number (B)(6) which was followed with order number (B)(4). The current state of the device is not suitable for clinical use. The device is not currently in use. Glass tubing will be installed on the device. Up-to-date information will be provided when the device is serviced. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.no further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.